Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial broach impactor broke during surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. As returned the device exhibits signs of repeated use as well as the end cap weld has fractured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause of failure is from repeated impacts during normal wear and tear from use over the life of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends